Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study reporting that the etiology of the event was not due to programming. The outcome of the event was resolved with sequelae on (B)(6) 2017; the patient was not using the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from healthcare professional of a clinical study reporting that on (B)(6) 2018, reprogramming was requested, battery dead as reported by patient but not per manufacturer representative. Device was reprogrammed new group d to get better back pain coverage. Patient also retrained on charging. As of (B)(6) 2018, leg and back pain were well managed with pain levels decreased. Event resolved without sequelae. No further complications were reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider from a clinical study regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient experienced overstimulation on (B)(6) 2017. The patient turned on their device and received high power stimulation, which caused severe back pain and achiness into their rib space. The etiology indicated the relationship of the event to the device or therapy was related, but not related to the implant procedure. The intervention taken was reprogrammed the entire system on (B)(6) 2017. The outcome was reported as ongoing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp of a clinical study reporting that the patient¿s spinal cord stimulation (scs) was reprogrammed on (B)(6) 2018 and resolved without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
At follow-up on (B)(6) 2017, the patient was not using the spinal cord stimulation as reprogramming was needed. The spinal cord stimulator was checked.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the cause of the recharging difficulty was not determined. The cause of the undesired paresthesia in the legs was also not determined, but programming was listed as etiology. The event remained ongoing as of the reprogramming that was done on (B)(6) 2018.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported on (B)(6) 2017 the patient requested reprogramming because they felt the parasthesia in other areas than in the low back where they needed it most. There was undesired paraesthesia in the legs and ribs. It was confirmed that reprogramming was needed and, per the physician, programming was requested. The device diagnosis was overstimulation, and the clinical diagnosis was undesired paresthesia in the rib and lower legs. There was also difficulty recharging. Reprogramming was performed on (B)(6) 2018, and the event was ongoing. The event was possibly related to the device or therapy, specifically due to programming, and was not related to the implant procedure. The most recent interrogation prior to the event occurred on (B)(6) 2017.

Event description:
According to the doctor, the power settings were too high and he turned these down.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.